Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feelings and/or normal blood glucose results. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on the evening of (B)(6) 2012. The patient said that he obtained a blood glucose result of "268 mg/dl." The patient reported managing his diabetes with insulin (self adjustments) and denied making any changes to his normal diabetes management despite the alleged issue starting. The patient claimed that he developed symptoms of "sweating and lack of muscle control in legs" at 2 a.m. On (B)(6) 2012. The patient informed the cca that he was treated with food and/or drink by a non-health care professional between 3-3:30 a.m. On (B)(6) 2012. The patient denied using any other blood glucose device to test her blood glucose. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was not using expired tests trips. The patient did not have control solution at the time of troubleshooting and so a control test could not be performed. Replacement product was sent to the patient. The alleged issue is being reported as an adverse event because, the patient reported developing symptoms suggestive of a serious injury and having to be treated by a non- health care professional as a result of the alleged issue.

Manufacturer narrative:
10/08/2012-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis (lfs pa) on [(B)(4) 2012] with the following findings: the meter has passed testing with no faults found. The lay user/patient's test strips were also returned and evaluated by lfs pa on [(B)(4) 2012] with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution high. Lfs pa also documented that there was a crack in base of the test strip vial. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.